Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they did not know the circumstances that led to the battery level depleting fast overnight. The patient stated that there was no change to anything on their part and everything was fine now. It was noted that the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported this is her 3rd implant and it usually took 1 to 1.5 hours to charge, but she noticed now it took 2 to 2.5 hours to charge and when she charged, it did not charge fully, and it also seemed like battery seemed to deplete faster now. Patient denied any changes to her programming. Patient confirmed she had excellent charging connection when charging. A replacement recharger, controller and controller battery would be sent, patient experienced poor recharge timed increasing to 2.5 hours, also implant was dropping from 100% to 0 from charging afternoon into the following morning. Patient was worried about charger and charger battery capacity and was in a lot of pain, needed help as soon as possible. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.